Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor was not returned. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. The insertion tube has abrasion marks from being in contact with a sharp instrument. Bio debris is inside the tube. The blue/white suture has a frayed break. The cleat is fully extended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that the sutures must comply with a break strength of 8.4 - 10.4 lbs. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case- (B)(4). H11, d9, h3 and h6: device return date and impact code updated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a procedure, after the q-fix anchor was deployed successfully and the inserter was removed from the bone hole, the suture came off with the shaft from the body. It was found that the suture was broken. The insertion site was cleared of all debris prior to the insertion. The procedure was resumed, without any delay, using an equivalent sn back-up. No further complications were reported.